Event description:
The transformer - ipx1 - on the bipap model pro 2 domestic, became very hot and began to beep after only 2 years and a few months after purchase. The unit was turned off. After having gone over night without the machine and or oxygen the patient suffered day time sleepiness, fatigue, elevated blood pressure and a racing heart rate. An attempt to use the product again to alleviate the symptoms listed above, resulted in the unit making a high pitched hum, but the unit did not come on, only that the transformer continued to be hot. The manufacturer-respironics, says that the unit has been discontinued. After viewing the FDA website for recalls, the item was not listed. Frequency: nightly. Route: other. Dates of use: indefinite. Diagnosis or reason for use: sleep apnea. Event ablated after use stopped or dose reduced: #1: no; #2: no.